Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl). Customer delivered boluses and manual injections to treat bg levels. Reportedly, customer is working with health care provider to adjust pump settings.